Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that the patient had a history of pvd. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (f1512101) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the balloon lost pressure. Manual compression was applied for 25 minutes. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: intervention peripheral stick location: common femoral artery vessel size: 6mm.